Manufacturer narrative:
Product event summary: analysis was unable to replicate the reported issue. The programmer passed incoming testing. It was additionally found that the programmer power cord bay was broken, and the power supply was noisy.

Event description:
It was reported that the programmer displayed a message indicating there was a loss of communication with the analyzer. The programmer was restarted with no resolution. It was noted that the programmer had been dropped a week previously. The programmer has been returned for service. No patient complications have been reported as a result of this event.